Event description:
Advocate called stating her daughter had been getting blood glucose readings of 112-132mg/dl on the contour next link. She was vomiting and had diarrhea, and her urine keytone reading showed a large amount. She was taken to the hospital where her blood reading reached 600mg/dl, was put in ICU, and eventually moved to a regular room. She is feeling better. The advocate refused to return products for evaluation and she did not want replacement product.

Manufacturer narrative:
The product information was not provided. The manufacture date could not be determined.